Event description:
On (B)(6) 2014, at (B)(6) hospital, (B)(6) while performing training using a cardiohelp (article number 70104.8012; serial number (B)(4)), during which there were multiple primings of the disposable and set-up of the cardiohelp, the venous pressure (pven) would occasionally show dashes, while at other times it would show a value. The interior pressure (pint) and arterial pressure (part) showed values at all times. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).